Manufacturer narrative:
We checked the returned unit and confirmed that the jet socket cylinder clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the jet socket cylinder. In addition, we confirmed that the bending rubber leak, the u/d and the r/l knobs loosened, the suction channel kink, the angulation-down angulation decrease, the angulation-left angulation decrease, the angulation-right angulation decrease, and the angulation-up angulation decrease; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.